Event description:
The external pulse generator was returned for rework. It subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis found that encoder flex was out of mechanical specification. The keyboard was contaminated and one side bail cover was broken.